Event description:
It was reported the physician is concerned over the sudden and unexpected elective replacement or end of service life of a family of pacemakers. The physician is also concerned this family is still being promoted and implanted with the known issues. This device was going to be replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the physician is concerned over the sudden and unexpected elective replacement or end of service life of a family of pacemakers. The physician is also concerned this family is still being promoted and implanted with the known issues. It was further reported that there was early battery depletion and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in a field action, and product analysis found that the device did perform as described in the field action. Evaluation summary: analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.